Manufacturer narrative:
This event is recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the grafting does not pass because it is very tight. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the vdoc service portal. Product review of the meshgraft ii by medicrea on august 7, 2018 revealed that the incoming test failed. The cutter, roller and side plate were defective and old. Repair of the meshgraft ii has not yet been performed by medicrea as the quote for service is still pending customer approval. The reported event was confirmed since during the product review by medicrea it was noted that the incoming test failed. The cutter, roller and side plate were defective and old. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the incoming test failed. The cutter, roller and side plate were defective and old. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The grafting does not pass because it is very tight. Attempts have been made and no further information has been provided. Investigation revealed that the incoming test failed. No adverse events were reported as a result of this malfunction.